Event description:
The customer reported via phone call that she had a high blood glucose but not hospitalized. Customer's blood glucose was 589 mg/dl. The customer was treated with pen. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Customer was advised call when tubing clarm received to perform high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.